Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise while performing heavy work. Technical services (ts) suggested changing programmed vector to secondary or primary 2x. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of noise while performing heavy work. Technical services (ts) suggested changing programmed vector to secondary or primary 2x. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this patient received another inappropriate shock due to oversensing of myopotential noise. The noise could be reproduced with arm movements in clinic. It was noted that the electrode tip has migrated to the left of the original position. Technical services (ts) recommended reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.